Event description:
Blood glucose monitoring device and its base were damaged by an electrical short, possibly due to cleaning. Reporter stated there was significant melting/charring 5-6 mm and the 2nd and 3rd contacts from the right were most charred. Reporter indicated no staff or pt was impacted and the meter is cleaned with alcohol wipes. A request was made for the return of the suspect device and replacement product was sent.